Manufacturer narrative:
Lot number: hcg0040011. Expiration date: 03/2012. Control lot: 20miu/ml hcg urine lot: hcg110216-01, 100miu/ml hcg urine lot: hcg110307-01, 293.8iu/ml hcg urine lot: hcg110216-04. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time (n=5). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time (n=5). The 293.8 hcg urine control yielded clearly positive results at 3 minute read time (n=5). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. Customer's observation could not be reproduced in-house with control samples. Hcg urine controls at cutoff and high level were tested with retain devices. Results met qc specification. No false negative was observed. Manufacturing batch record review did not observe failure. Unable to identify the root cause without patient specimen analysis in house. This issue will be tracked and trended. No product deficiency established; no corrective action required at this time.

Event description:
Caller reported two cases of potential false negative hcg test results. No information was provided as to what kind of verification was performed. It was noted by the customer that the two patients were previously on the hcg diet but stopped prior to testing. No other patient information was provided. No samples were available for return to alere for testing.